Event description:
It was reported via legal documentation that approximately 92 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, osteolysis, aseptic loosening. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 4140988, 02-012-35-3009 - logic tibia ps mod insrt; 4240580, 02-010-01-0230 - logic femoral ps cem left sz 3; n/a, 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided.